Event description:
It was reported that the cs300 intra aortic balloon pump(iabp) had helium loss from the circuit. No harm or injury to the patient was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.